Event description:
Reportedly, during the implantation procedure of the pacemaker involved in this MDR report: undersensing at atrial side was confirmed at post-implant check. The physician attempted lead re-positioning, lead measurement with psa and pacemaker measurement several times; however the measurements remained the same (low p-wave amplitude) after connection. The device was finally not implanted and returned for analysis. Another reply pacemaker was successfully implanted.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. (B) (4). Conclusion: the electrical characteristics of the returned device were within specifications; the visual inspection of the connector components revealed: damages at the top and inside of the hex cavity of the distal atrial setscrew, clearly indicating that the screwdriver blade was not fully and correctly inserted through the screwdriver slot. At a time during the procedure, the setscrew was probably screwed with difficulties but click sound was probably not heard. In these conditions, a poor mechanical and electrical contact is established between the setscrew and the lead tip; damages at the first thread of the distal atrial setscrew indicates that the setscrew was completed unscrewed then reinserted with difficulties and could have been skewed and stuck thus resulting also in a poor electrical contact; however, it cannot be confirmed if it occurred during or at the end of the implantation procedure; these observations could explain the undersensing issue reported by the user during the repositioning of the atrial lead, but it remains an hypothesis.